Event description:
According to the facility on (B)(6), the medical assistant was filling up the 10cc syringe from the cfp pack with lidocaine and noticed a leak from a long crack in the body of the syringe as she pushed the air out of the syringe. The device was not used on the patient.

Manufacturer narrative:
According to the facility on (B)(6), the medical assistant was filling up the 10cc syringe from the cfp pack with lidocaine and noticed a leak from a long crack in the body of the syringe as she pushed the air out of the syringe. The device was not used on the patient. Another 10cc syringe from a replacement cfp procedure pack was used to complete the procedure. There was no patient involvement. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn: 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.